Event description:
(B)(6) received notification from a field clinical specialist that the pre-dilation balloon (true balloon) was being inflated, it ruptured. The balloon would not come out through the sheath. Therefore, the sheath and balloon were taken out together. The e-sheath was not damaged on exit. A new sheath was inserted. The patient presented with a 21mm (B)(6) surgical valve and was treated successfully with a 23mm s3u. There were no patient injuries. There were no allegations of deficient edward's devices made. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).